Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered fractured where the slap hammer attaches. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Visual inspection of the cut block confirms that a piece has fractured off above the cutting slot. The device also exhibits repeated signs of usage (deep gouges, scuffs and scratches). Review of the device history record identified no related deviations or anomalies during manufacturing. The device has been in the field for approximately eleven years and four months. It is unknown for how many times the device has being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.